Event description:
It was reported to boston scientific corporation, that an hedgehog double-end brush was used, during scope cleaning on february 26, 2021. According to the complainant, after brush cleaning ang after colonoscope go through the reprocessing machine, bristles were found on the tip of the colonoscope. The bristles were wiped off with a gauze. Scope cleaning was completed using the original hedgehog double-end brush. There was no patient involved in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: device code a0401, captures the reportable event of brush bristle detached. Block h10: a visual analysis of the returned hedgehog brush found, that there were no noticeable bristles missing. Green plastic was observed, at the base of the wire on the large brush head. And it was found that the brush head was twisted. No other issues were found. Based on the available information, it is likely, that excessive force was used on the brush inside the scope, or it was torqued, while in the valve. Resulting in bristles to become stuck and to be removed. The instructions for use (IFU) contains warnings for use of the product that would result in excessive force or potential damage to the device. The IFU states, "endoscope channels may be damaged if brushes are forced through when channels are occluded or if resistance is met, during brush passage. If sharp bends in the plastic sheath or wire cable are observed, during insertion, dispose of brush to avoid damaging the endoscope". And "for valve brushes: remove valve(s) from the control head of the endoscope. Using the cleaning media of choice, use the brush to gently cleanse the valves, valve openings, control head and control head dials. Avoid twisting or torquing the brush handle". The investigation concluded, the most probable cause for this complaint is unintended use error caused or contributed to event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this is no indication that the device was not used in accordance with the IFU (instructions for use).

Manufacturer narrative:
This is a non-sterile device with no expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an hedgehog double-end brush was used during scope cleaning on (B)(6) 2021. According to the complainant, after brush cleaning ang after colonoscope go through the reprocessing machine, bristles were found on the tip of the colonoscope. The bristles were wiped off with a gauze. Scope cleaning was completed using the original hedgehog double-end brush. There was no patient involved in this event.